Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) during drain 1 of 4, while the hp was connected. The hp had disconnected from the hc prior to the alarm without using proper aseptic techniques and then reconnected once the hc alarmed. The technical service representative (tsr) explained the alarms. The tsr advised the hp to start the therapy over using all new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This report is for a system error 2240, where the home patient indicated proper disconnection procedures were not used. Disconnecting from the set is a use error that may cause a system error 2240 and/or contamination. Per homechoice operator's manual, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information, a supplemental medwatch will be filed.